Event description:
It was reported that a cartridge change error occurred. Customer's blood glucose was 310 mg/dl. No additional information was provided and the customer declined troubleshooting with tandem technical support.